Event description:
Spontaneously, patient reported that during the past month or so, there have been two instances (dates unknown] when the pump alarmed for cassette not properly attached. The first time it occurred, she ended up wasting that cassette since she made a new mix to replace it, it worked after the cassette was replaced. The second time it occurred, she took the same cassette and inserted it into her back up pump and was able to continue the infusion without any problems. She is not sure if it was the same pump that had the error both times and she requested a replacement pump so she doesn't have to take any chances with it happening again. Did the reported product fault occur while in use with the patient? Yes, did the product issue cause or contribute to patient or clinical injury? No, is the pump available for investigation? Yes, did we [MFR] replace device? Yes, did the patient have a backup device they were able to switch to? Yes, unknown if her doctor¿s aware of these events. Patient no longer has the cassette which was replaced. No lot number available. Patient was unable to provide serial number or due date of malfunctioning pump. No other information, provided. If yes was the patient able to successfully continue their infusion? Yes, is the infusion life-sustaining? Yes, what is the outcome of the event? Resolved. Reported to (B)(6) by: patient/caregiver.